Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Approximately 33 cm distal to the df4 connector pin the lead body was found squeezed and deformed. This damage is assumed to be the root cause of the observed oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. 20 cm distal to the df4 connector pin, abrasion marks were detected on the leads body. However, the insulation was not breached at this position. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Further damages like the deformed rv shock coil and the deformed fixation helix most likely occurred during the extraction procedure due to tensile stress. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 16 months, ventricular oversensing was reported (via homemonitoring). The lead was explanted and replaced.